Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. On (B)(4) 2013, the fse indicated that after he informed the surgeon of the neet to press the foot pedal twice to perform a cut with the vessel sealer instrument, the fse stepped out of the operating room (or) for about 30 minutes. When he returned to the or, the surgeon was in the process of converting the da vinci si surgical procedure to traditional open surgical techniques. The surgeon informed him that he converted the procedure because the vessel sealer instrument was not functioning properly. The surgeon did not provide details or explain as to how the instrument was not functioning properly. The patient did not sustain any intra-operative or post-operative complications. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the reported da vinci si surgical procedure. This complaint is being reported due to the following conclusion: the surgeon converted the da vinci si surgical procedure to open surgical techniques after claiming that the vessel sealer instrument was not functioning properly.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon decided to convert to traditional open surgical techniques after encountering problems with the vessel sealer instrument. The initial reporter of this complaint, an intuitive surgical inc. (Isi) field service engineer (fse), was present during the surgical procedure. During observation of the case, the fse indicated that the vessel sealer instrument was sealing properly. However, the fse noticed that the surgeon was having issues cutting with the vessel sealer instrument. The fse informed the surgeon that the foot pedal needed to be pressed twice in order to perform a cut with the instrument. The surgeon continued on with the surgical procedure and did not verbally complain about the vessel sealer instrument. At an unspecified time later in the procedure, the surgeon made the decision to convert the procedure to traditional open surgical techniques. The surgeon informed the fse that the conversion to open was made due the vessel sealer instrument was not functioning properly. Later that same day, the fse performed a system verification at the site and no issues were found. The fse observed a da vinci si surgical procedure the following day performed by a different surgeon and no issues were found with the use of another vessel sealer instrument on the same system.